Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.2-p001. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The clinic employee and the patient who is a minor reported the patient was having issues with their personal diabetes manager (pdm) randomly shutting off and battery life draining quickly. Patient was having abdominal pain and was vomiting. The patient's blood glucose levels rose above 700 mg/dl and ketones measured 7 mmol/l (126 mg/dl). Patient was admitted to (B)(6) germany. The patient was treated with an insulin pen and an infusion. The pod was removed and replaced at the hospital. The patient was discharged after 7 days.